Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck diameter at the renal artery is 20 mm, the aortic neck length is 13 mm and the angulation is 83 degrees. It was reported that the patient presented with a contained abdominal aortic ruptured aneurysm. The radiologist report states there was a type I endoleak present. The physician stated from the radiology report the stent graft was positioned right at renal arteries but there still was a type I endoleak, most likely due to severely angulated aortic neck and continued disease progression. The physician elected to remove the stent graft system and perform an open surgical repair. No clinical sequelae were reported. Review of returned films pre-implant confirmed a highly angulated proximal neck. The maximum aaa diameter measured approximately 8cm and contained significant thrombus. The left internal iliac artery was also aneurysmal. Images post-implant including at the reported rupture event were not provided. It is possible that the highly angulated neck contributed to the proximal type I endoleak and aaa rupture.

Manufacturer narrative:
(B)(4). Aortic neck angulation 83 degree.